Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer. As the issue is not confirmed the rse will send a capacitor and a patient connection assembly and the customer is going to repair the device on their own. The remote service engineer (rse) spoke to the customer regarding the reported problem. The customer is deciding to repair the device on their own so the rse will send multiple parts to see if that will resolve. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.